Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Provided images show an implanted iol. Illumination reveals marks/lines/scratches on the lens. The exact location (posterior or anterior) of the marks/lines/scratches cannot be confirmed from the returned photos. Based on our observation of the attached photo, illumination reveals marks/lines/scratches on the lens. The exact location (posterior or anterior) of the marks/lines/scratches cannot be confirmed from the returned photos. The product was subject to handling, and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the surgeon found scratches on the posterior side of the lens after two weeks post-operative. Additional information was received and stated, the lens had a film on the posterior surface immediately after surgery. This was verified with a second opinion as well. Distance vision was good but near was poor. The lens was explanted and replaced with a new lens of same diopter and type and the patient was doing well with the new lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).